Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the beginning of a routine hemodialysis treatment a therapy fluid air caution occurred which could not be resolved. The operator was instructed by facility staff to end treatment without rinseback, resulting in an estimated blood loss of 190cc. It was determined that the caution was triggered, because the operator forgot to prime the fluid line. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed by facility staff. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The operator forgot to prime the therapy fluid line, which resulted in air being introduced to the circuit. The cycler alarmed appropriately. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.